Event description:
A user facility rep reported that when the surgeon attempts to center using the eye tracker pedal, the aiming beam jumps to the inferior quadrant by about 2mm. The surgeon stated the event with the aiming beam occurred before the treatment of the laser began. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to gather add'l info. A completed questionnaire was rec'd on (B)(6) 2014. (B)(4).